Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the helix on lead would not extend. The physician rotated tip numerous times. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.